Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased. The reporter stated that the "implantable pulse generator (ipg) was so messed up" and that the patient was "supposed to get a new one but they didn't make it" . Additional information related to the cause of death was requested and not received.